Manufacturer narrative:
The following observations were made: the delivery catheter was returned not the device. The dual lumen was kinked 14.5 and 65 cm from the hub. The remainder of the delivery catheter was unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
G4 - updated with PMA/510(k) number (p040037). C1, correction - in manufacturer report number, 2017233-2020-01095, the device is identified as a cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. This device in not coated with a heparin bioactive surface.

Event description:
On (B)(6) 2020, a gore® viabahn® endoprosthesis (vsx) was to be placed for treatment of a failed fistula in the brachial artery. However, when the physician was deploying the device it partially expanded then stopped. The physician was not able to fully deploy the device and removed the device and sheath in tandem. An additional vsx was successfully deployed to complete the procedure. The patient tolerated the procedure and is doing well.